Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that a 71-year-old male patient just had a successful insertion of impella cp through the right femoral artery (rfa). However, during sheath exchange and pump start, impella was pulled back across the atrioventricular (av). Insertion of new impella cp was performed due to concern of clot formation in motor.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Per the clinical information provided, the cause of the positioning issue was use related due to improper technique because during sheath exchange and pump start impella was pulled back across the av.